Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic colectomy with colostomy procedure, surgeon went below to fire device. The rep, who was present in procedure, didn¿t hear the audible crunch when device was fired. The rep asked surgeon if surgeon fired all the way until he could ¿feel¿ the crunch and the surgeon said yes. There was difficulty removing the device, surgeon made a half to three quarter turn of device counterclockwise, and still the device was not easy to release. Once released, two full, complete tissue donuts were noted but the washer was intact. The other surgeon up top noted loose staples (could see the staples on the mayo), could see device fired on the distal tip part way, and could also see malformed staples. The surgeon went back, cleaned up all the malformed staples, fired a contour stapler on the rectal stump one more time, and then hand sewed. Patient status is unknown at this time.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.